Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 09jul2024.

Event description:
Patient reported no complaint against the left side device. Healthcare professional later reported "¿replacement due to left side rupture¿ the device has been explanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: h.6.

Event description:
Patient reported no complaint against the left side device. Healthcare professional later reported ¿replacement due to left side rupture¿ the device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported no complaint against the left side device. Healthcare professional later reported "¿replacement due to left side rupture¿ the device has been explanted.

Event description:
Patient reported no complaint against the left side device. Healthcare professional later reported "¿replacement due to left side rupture¿ the device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed, opening assessed as fold flaw opening. As per the investigation procedure, crease fold, wear abrasion and non-penetrating nicks were observed. None of the observations are found to be potentially related to the manufacturing process.